Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in hospital feeling constant phrenic nerve stimulation. Upon x-ray, it was confirmed that the left ventricular lead had dislodged. The lead was explanted and replaced. Patient was stable before, during and after the issue.

Manufacturer narrative:
Analysis was normal. No anomalies were found.